Event description:
It was reported that ECG strips showed oversensing of noise on both atrial and ventricular channels, independently and together. The noise was reproduced with manipulation around the clavicle.